Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system adapter broke and leaked. This occurred on 12 occasions during use. The following information was provided by the initial reporter: during puncturing, the adapter was broken and it caused leakage.

Manufacturer narrative:
H.6. Investigation summar our quality engineer inspected the photograph submitted for evaluation. Bd received one photographs which displayed a cracked adapter. The crack runs along parallel to the axis of the adapter and stops just above the wings. The reported issue was confirmed. The crack observed is likely reason for leakage. Without a sample for evaluation and testing there was no physical evidence to confirm or support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd nexiva¿ closed IV catheter system adapter broke and leaked. This occurred on 12 occasions during use. The following information was provided by the initial reporter: during puncturing, the adapter was broken and it caused leakage.